Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. A complaint lot history check was performed on lot # 0274078 for breaks off during use pe. This is the 1st. Related complaint for breaks off during use pe on lot # 0274078. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced the cannula breaking off or pulling out. A portion of the cannula/needle became embedded within the lay user/patient, who then received an xray scan to locate the broken piece. Antibiotics and a tetanus shot were also administered. The following information was provided by the initial reporter: material no: 320119, batch no: 0274078. Consumer reported 1 pen needle broke off in site (B)(6) 2021. Noticed needle missing from pen after injection and blood appeared on site. Denied reuse. Went to ER - they completed xray to locate needle and they advised to speak with her general doctor for removal. Prescribed antibiotic and gave tetnus shot.